Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer received questionable carbohydrate antigen 19-9 results for one patient sample from an analytical e module analyzer. The original result was 144.0 u/ml. With a 1:5 auto-dilution, the result was 193.1 u/ml. With a 1:10 auto-dilution, the result was 217.8 u/ml. It was unknown if any erroneous result was reported outside the laboratory. The patient was not adversely affected.

Manufacturer narrative:
Sample from the patient was submitted for investigation and the customer's allegation was confirmed. The investigation determined the issue was due to the customer's handling. As the initial result was within the measuring range of the assay, a dilution was not recommended per product labeling. The dilutions performed by the customer gave uncalculated results below the required ca 19-9 concentration of minimum 50 u/ml, which may lead to discrepant results as it may be out of the linear dilution range. Based on the provided calibration and qc data, a general issue with the reagent could be excluded. Interference in the sample could not be identified.